Event description:
Customer reported experiencing a cartridge alarm 20 recurrently over the past two weeks. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, as the current pump was still under warranty. Customer was advised to return the malfunctioning pump using a provided box and label, and instructions were given for programming and connecting their new pump. Customer acknowledged all instructions and confirmed understanding of storage mode procedures.